Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.